Manufacturer narrative:
The device remains in service with the new leads. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had twiddled their device causing loss of capture in both the right atrial and right ventricular channels as both leads had dislodged. The patient complained of shortness of breath and the inability to exercise properly which was likely the result of bradycardia. The leads appeared to be tightly entangled nead the device header. A revision procedure has been planned but for now the system remains in service. No adverse patient effects were reported. One week later, the ra and rv leads were explanted and replaced. No additional adverse patient effects were reported.